Event description:
Smiths medical power pac implantable venous access port implanted on (B)(6) 2011 for chemotherapy was removed on (B)(6) 2013. One day prior on (B)(6) 2013 the port was flushed by a nurse for routine care and the implantation pocket filled with flush fluid indicating a leak requiring device removal. At the time of removal the catheter was found to have broken and separated from the port. On chest x-ray the catheter was located in the heart. The pt underwent transjugular catheter removal on that same day.